Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 558-559 mg/dl. The customer changed the cartridge, infusion set and delivered a correction bolus to address elevated bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.